Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe persistent pelvic pain/ pain') in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine leiomyoma, cervical intraepithelial neoplasia iii, pap smear abnormal, chlamydial infection, eczema, alopecia and ovarian cyst. Concomitant products included levothyroxine sodium (synthyroid) since 2016 for thyroid disorder as well as paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2009, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced heavy menstrual bleeding ("menstrual hemorrhaging / abnormal bleeding(menorrhagia)"), abdominal pain ("abdominal area pain"), back pain ("lower back pain"), genital haemorrhage ("general abnormal bleeding") and post procedural complication ("post removal complication"). The patient was treated with surgery (total vaginal hysterectomy, right salpingectomy,oophorectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, depression, anxiety, alopecia, abdominal pain, back pain, genital haemorrhage and post procedural complication outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, genital haemorrhage, heavy menstrual bleeding, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiffs received treatment for abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2011: there are bilateral essure plugs present. Most recent follow-up information incorporated above includes: on 17-may-2021: mr received. Reporter information, medical history, lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe persistent pelvic pain/ pain') in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine leiomyoma, cervical intraepithelial neoplasia iii, pap smear abnormal, chlamydial infection, eczema, alopecia and ovarian cyst. Concomitant products included levothyroxine sodium (synthyroid) since 2016 for thyroid disorder as well as paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2009, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced heavy menstrual bleeding ("menstrual hemorrhaging / abnormal bleeding(menorrhagia)"), abdominal pain ("abdominal area pain"), back pain ("lower back pain"), genital haemorrhage ("general abnormal bleeding") and post procedural complication ("post removal complication"). The patient was treated with surgery (total vaginal hysterectomy, right salpingectomy,oophorectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, depression, anxiety, alopecia, abdominal pain, back pain, genital haemorrhage and post procedural complication outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, genital haemorrhage, heavy menstrual bleeding, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiffs received treatment for abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2011: there are bilateral essure plugs present. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jun-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe persistent pelvic pain/ pain') in a (B)(6) year old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levothyroxine sodium (synthyroid) since 2016 for thyroid disorder as well as paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2009, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced menorrhagia ("menstrual hemorrhaging / abnormal bleeding(menorrhagia)"), abdominal pain ("abdominal area pain"), back pain ("lower back pain"), genital haemorrhage ("general abnormal bleeding") and post procedural complication ("post removal complication"). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, depression, anxiety, alopecia, abdominal pain, back pain, genital haemorrhage and post procedural complication outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet was received. Event added from pfs- general abnormal bleeding, post procedural complication. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.